Event description:
The patient was revised on (B)(6) 2022 due to dislocation. Approximatly 56 days after the last surgery and 70 days after the first surgery. The surgeon explanted 1 humeral cup 135/145° ø40+3, 1 glenosphere, 2 locking screw, 1 glenoid baseplate and 2 standard screw. The surgeon implanted 1 double taper and 1 helmet head.

Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.